Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Based on the information received, the cause of the reported effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an ablation procedure, a pericardial effusion occurred. During ablation, the patient became hypotensive and a tee image confirmed a pericardial effusion in the left atrium on the bottom of the coumadin ridge. A pericardiocentesis was performed, and the patient stabilized. There were no performance issues with any abbott device during the procedure.